Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
The consumer reported that they were told by the manufacturer representative (rep) that 3 of their electrodes were not working. The patient reported that they had a fall "a little over a year ago." There was a report that the trauma/fall could be related to the issue. It was considered a gradual change in therapy/symptoms. It was later reported by the manufacturer representative (rep) that they met with the patient on (B)(6) 2016 where the patient had no complaints. The rep reported that the patient was happy with their stimulation and did not want or need any reprogramming. There was a report that the patient had good coupling for recharging and stimulation where they want and need it. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.